Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported she has been buying the webcol preps since (B)(6) 2022 and has had unexplained medical issues. She has had to see endocrinologists, cardiologists, nephrologists, dermatologists, allergists, and multiple others. She has chills, hot flashes, bp issues, and redness on her face and neck. She has used the preps on her face and neck as well as to clean her phone, computer, and surfaces. No additional information is available.